Event description:
It was reported that during a heavily calcified, mildly tortuous, de novo, distal, right coronary artery stenting procedure, after pre-dilatation, a xience prime stent was implanted and a dissection occurred. Another xience v stent was used to successfully treat the dissection. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.